Event description:
The customer reported that 1550 hemodialysis instrument removed more fluid that it was programmed for. According to the reporter, the patient post treatment weight was approximately 1.0kg under the target weight. No patient injury or medical intervention occurred.

Manufacturer narrative:
Baxter investigation revealed that the instrument was tested from the biomedical technician from the facility. The technician performed a uf accuracy test after the incident. The device was found within specification and returned back into service. Since then, the instrument has been used on different patients with no issue reported from the clinic. Baxter is monitoring issues like this. If additional information is discovered a follow up will be submitted.